Manufacturer narrative:
Visual examination performed. Prox end 13 inches long was returned. Slight delamination of strain relief at pin, with brown particulate filling voids. Coil intact throughout. 1/4" hole worn through insulation at 23/4" from cut end. Tan-colored particulate in distal 4" of lumen. Particulate and viscous clear fluid in remainder of lumen. Twisted wear pattern along length. No conclusions can be drawn.